Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the icm was moving all around and was uncomfortable. The icm was removed by patient request. No further patient complications have been reported as a result of this event.